Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the nylon washers and the retaining rings are worn. General maintenance, cleaning and replacement of worn components performed. Root cause: the reported complaint is confirmed from the evaluation. Evaluation showed that the nylon washers and the retaining rings are worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Device exceeds integra's 7 years recommended life cycle (manufactured in 2008), and replacement is highly recommended.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00500. A facility reported that the mayfield swivel adaptor (a1018) was not holding. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.